Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported a hospitalization event for low blood glucose. He stated he had treated his blood glucose with ten units of insulin based off of his sensor reading. As a result, the customer's blood glucose declined to 39 mg/dl. The customer was hospitalized on (B)(6) 2014. Blood glucose at time of admission was 39 mg/dl. He stated the hosp stabilized his blood glucose and then released him. Customer's blood glucose was 119 mg/dl at the time of the call. No additional info provided.